Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that during implant of this bioprosthetic valve, left bundle branch block (lbbb) was noted. Six days post implant, a permanent pacemaker was implanted due to the lbbb, first degree atrioventricular block, sick sinus syndrome, and tachycardia-bradycardia syndrome with a junctional escape rhythm. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.